Manufacturer narrative:
The device was received, and an evaluation is complete. A device history review revealed no issues during manufacturing of the device. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a delayed keypad response during testing. The cause was identified to be a failed processor board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump a slow keypad response was observed. No additional information is available.